Event description:
On the cam ramp assembly, the roll pin keeps falling out causing the spring, the protective cap, and the center latch to fall off and get lost. This prevents the table from locking into place.